Event description:
It was reported by the customer that the saw was leaking oil. The leaking was noticed in central sterile after the case was completed. The customer also reported that they were not aware of any patient involvement. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
On january 8, 2009, the saw involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; the saw performed within specifications. During the evaluation, he technician noted corrosion on the rotor assembly. The rotor assembly was replaced, then the saw returned to the customer.